Event description:
According to the reporter, a capsule failed to attach. Tech support advised customer to send in the capsule for inspection and replacement. There was no harm caused to patient and no intervention required. There was nothing unusual about the procedure or patient that may have led to this event. An endoscopy was performed prior to procedure and the esophagus appeared to be normal. This site has been performing procedure for 11+ years. The vacuum source and the vacuum pressure during placement was 500mmhg. Lubricant was used to facilitate capsule placement.

Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to attach onto the patient esophagus. One bravo ph capsule delivery device was not received for investigation. The capsule was not attached to the delivery device. The capsule was not received for investigation. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.